Event description:
It was reported that the patient passed away due to a large volume of hemorrhagic shock and eventual withdrawal of care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that left ventricular assist device (lvad) and central right ventricular assist device (rvad) placement was complicated by large volume hemorrhagic stroke. There were no changes to patient condition or anticoagulation status that may have contributed to the death. On (B)(6) 2025, a mitral valve repair (mvr) and left ventricle (lv) aneurysm repair were performed, the patient suffered a hemorrhagic shock, and the chest was left open. On (B)(6) 2025, the patient was taken back for a chest wash out and rvad cannulation reconfiguration to allow for pulmonary bypass due to severely elevated pulse volume recording (pvr) and difficulty with adequate flows on rvad and lvad. The patient developed diffuse coagulopathy, and the chest was left open. The device operated as expected and was not considered to be related to the death. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The patient's outcome was not considered to be device related, and the device operated as expected. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.